Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 3. Per the initial report, the home patient (hp) had a system error 2240 alarm (air in the set). The technical service representative (tsr) explained the alarms. The caller had cleared the alarm prior to calling. Global product surveillance contacted hp on (B)(4) 2011 regarding the reported problem. The hp stated that she turned off the machine and did not continue with therapy. The hp stated that she was able to complete therapy the following night. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3 was not confirmed due to a lack of sample and the root cause of the complaint was not determined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).